Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield swivel adaptor was returned for evaluation: failure analysis: unit received with the swivel sleeve worn and not holding properly. The nylon washers and the retaining rings were worn. Components will be replaced each time preventative maintenance is performed. General maintenance and cleaning required. Root cause: complaint confirmed via inspection of the item. Unit received with the swivel sleeve worn and not holding properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield swivel adaptor (a1018) will lock headrest in but still able to swivel the whole piece; not completely locked in place. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.